Event description:
It was reported that the right ventricular (rv) lead had high impedance with no capture. A second rv lead was attempted but could not be maneuvered into proper position. The third rv lead was "handed off accidentally" and not used. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4). The full lead was returned, analyzed, and no anomalies were found. (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.